Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5086mri45, implanted: (B)(6) 2013; product ID: 5086mri52, implanted: (B)(6) 2013. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.